Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. Corrected fields: h6 (component code). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 (endoscope communication failure) occurs due to a malfunction in the imaging section and b30 (scope communication error) occurs due to failure of the imaging unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had e226 scope communication error. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.